Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Date of event: exact dates not provided, article acceptance date is (B)(6) 2019. Catalog number: a complete catalog # is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: unknown, information not provided. Initial reporter: telephone number: unknown, information not provided. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. Citation: ajay sharma and akanksha batra, evaluation of scheimpflug imaging system as an added tool in improving the accuracy of reference marking (as compared to the slit lamp marking system) for toric intraocular lens implantation, (2020), indian journal of ophthalmology; 68(4): pp. 1-12 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: evaluation of scheimpflug imaging system as an added tool in improving the accuracy of reference marking (as compared to the slit lamp marking system) for toric intraocular lens implantation a prospective, randomized, clinical study was done to assess the role of scheimpflug imaging in improving the accuracy of reference marking for toric intraocular lens (iol) implantation. A total of 157 eyes of 121 patients were included in the study and were divided into 2 groups: group I, (n=80 eyes) reference marking using slit lamp only (3 step technique) and group ii, (n=77 eyes) reference marking using slit lamp followed by scheimpflug imaging to confirm the position of the marks (4 step technique). The toric iol used in the study is tecnis (zct100 to zct 800; johnson and johnson surgical vision, inc). In group I, 51 eyes showed axis misalignment within ¿5¿, 24 eyes within ¿10¿, and 5 eyes showed a deviation of >10¿ of which 2 eyes showed up to 20¿ misalignment. In group ii, 75 eyes showed axis misalignment within ¿5¿ and only 2 eyes showed ¿10¿ deviation from the desired axis. A total of 31 eyes showed axis misalignment ¿10¿ and deviation of >10¿ there are no indications in the article of any interventions provided. A copy of the article is provided with this report.

Manufacturer narrative:
Corrected information in the report submitted apr 27, 2021 (md-0002006), an incorrect model number was inadvertently submitted. This report contains the corrected model number. Section d4 - model #: zct100 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.